Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Device evaluation: analysis of the lead found there were ¿four conductors broken in the electrode area of the lead. The #0 and #8 conductors were broken 0.8 cm from the distal end, the #9 conductor was broken 1.4 cm from the distal end, and the #10 conductor was broken 1.9 cm from the distal end. There was a short between the #14 and #15 circuits that appeared to be at the bend in the lead about 7 cm from the proximal end. The exact location of the short could not be determined.¿ any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that there was a "possibility of a loose connection or lead fracture." The issue was discovered after the patient had told their hcp that "sometimes stimulation was not delivered." Impedance testing was performed and it was found that electrodes 0 and 8 had impedances "exceeding 10000" ohms. It was stated that lead "fracture and connection failure was found." The patient underwent a surgery to "check for a loose connection" and the patient's system was explanted. It was noted the issue was resolved following the device replacement and there was "no health damage" to the patient from the event. The patient's indication for use was reported as "after spine surgery."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.